Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm, coyote balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was good.